Manufacturer narrative:
The pump passed the self-test, unexpected restart, off no power, displacement and rewind tests. No motor error alarms were noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 520 mg/dl, which was treated via insulin pump bolus. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. However, a previous instance of motor error alarm was noted in the alarm history in the past month. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.